Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. A visual and microscopic examination was performed on the returned charger device. The returned device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material approximately 7mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the damage identified. A visual and microscopic examination found no issue with the markerbands of the device which could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that there was a hole on the balloon. The target lesion was located in the superficial femoral artery. A 6.0 x200, 135cm charger balloon catheter was advanced for dilation. However, it was noted that the balloon failed to inflate. When the pulled the balloon out, they found out that there was a hole on the distal part of the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that there was a hole on the balloon. The target lesion was located in the superficial femoral artery. A 6.0 x200, 135cm charger balloon catheter was advanced for dilation. However, it was noted that the balloon failed to inflate. When the pulled the balloon out, they found out that there was a hole on the distal part of the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported.